Event description:
The facility reports while transferring the patient from the chair to the bed, the patient was lifted above the bed. During lowering, the shoulder clip broke. No injuries were reported.